Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the nozzle was slightly deformed. It is likely that due to physical damage to the equipment, the foreign matter could not be removed even after proper reprocessing. There were no reported deviations from the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera gastrointestinal videoscope, the scope air/water nozzle was found deform. Upon inspection and testing of the customer returned device, foreign materials (ke-45 black) were found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, foreign materials in the nozzle, air/water nozzle deformed, protector damaged, bending cover aged and the adhesive detached, and switches were damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.